Event description:
This lv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that lv threshold test appeared to show loss of capture as evidenced by the narrow complex qrs on the surface and the delay from pacing to actual electrogram signal. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).